Event description:
It was reported that the patient experienced ineffective therapy (shortly after the implant). X rays indicated the scs lead migrated to a level lower. As a result, surgical intervention was undertaken (B)(6) 2019 wherein the lead was explanted and replaced. Therapy was resumed post-operatively.